Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and asked for password. A field service engineer found that the hard drive was not detected. Replaced the hard drive and configured the system time. Installed eset and synchronized the station to the server. Verified remote support service (rss) connection. Verified overall station functionality and confirmed successful pharmacy login. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen on the pyxis had shown a black screen and was asking for a password even after the machine was restarted. Customer rebooted twice but still issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.